Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range shock impedance measurements up greater than 125 ohms. Review of device data indicated these measurements have been increasing for some time, with the first out of range measurement occurring years ago. No other measurements were abnormal and troubleshooting options were provided to the field. The ICD remains in service and no adverse patient effects were reported.